Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 9am for high blood glucose. The patient's blood glucose level was at 294 mg/dl during the time of the call. The caller stated that the customer received several no delivery alarms including a motor alarm from the insulin pump the customer was using. The customer was not in a accident and was wearing the insulin pump during the hospitalization. The customer was assisted with trouble shooting and the caller was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and motor tests. No motor error alarm or excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.